Event description:
A patient reported they stopped wearing byte aligners due to "uneasy feeling of pain in the lower teeth, teeth weakness especially when biting into some of the harder food items, and for the lack of progress in general." The patient's dds advised the patient to stop wearing the aligners immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.